Manufacturer narrative:
(B)(4). The customer did not retain the lot number. The date of manufacture cannot be determined.

Event description:
The customer reported that on (B)(6) 2016, there was excessive movement and the tracheostomy tube¿s outer flange broke and the inner and outer cannulas were not connected. The tube was removed and replaced.

Manufacturer narrative:
(B)(4). The customer complaint was confirmed in the received sample. The manufacturing process was reviewed and found acceptable to identify the reported issue. A visual inspection is performed for all products where they are checked for the reported condition. All manufacturing controls were found effective to detect the reported failure mode. A separation of this magnitude at the time of manufacturing would have been detected.